Manufacturer narrative:
(B)(4). The customer reported to have verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed the entire required testing.

Event description:
It was reported that the ventilator had a blank display. The ventilator was not in use on a patient at the time of the event occurred.